Manufacturer narrative:
The reported field event of noise and oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported non-sustained ventricular oversensing was observed. Programming changes were recommended. The patient condition is good.